Manufacturer narrative:
Serial number: n/a. Software version: n/a. Color: blue. Battery life remaining: n/a. Customer reports: inpen not able deliver insulin more than 4units. Per visual inspection: no physical damage to cap, cartridge holder, or inpen was noted. The leadscrew was received halfway it's travel, the leadscrew was rewound properly. Leadscrew not bent, advanced when dosage knob was pressed dialing a dosage and retracted appropriately. No resistance was observed when dosing without a cartridge installed. The screw advanced every time 30.0u was dialed and dosed until the screw reached max extension. No leadscrew anomaly. Several attempts were made to pair inpen, every time app displayed dose doesn't match. The inpen does not pair with commercial mobile app. The injection button was removed and small amount of dust / debris was found under the dose button or dose knob. Inpen electronic stack, flex connector and battery were inspected for electrical faults, moisture damage, workmanship and cracked or damage components. No anomalies were noted. A battery test was performed, and the battery measured at 0.001 volts. In conclusion: no leadscrew anomaly was noted during testing. Therefore, unable to confirmed customer complaint of no insulin dispensing. It was determined that cause of inpen not pairing was due to depleted battery (0.0001 v). The customer complaint of no communication / pairing was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 400 mg/dl at the time of the event and was treated with manual injection/syringe. Troubleshooting was performed and found that the customer was using inpen app's dose calculator and the insulin exited when insulin was delivered by dispensing a 2 unit prime in the air. It was also found that the dose dial was slipping and was broken/damaged. No further patient complications were reported. The customer will discontinue the use of the inpen and will be returned for analysis.